Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for 99 patient samples tested with the sodium electrode on a cobas 8000 ise module. One of the doctors on the floor questioned low sodium values for a number of patients, so the customer repeated the affected patient samples. The results for 99 patient samples were amended. The customer provided an example of one patient sample with discrepant sodium results. The sample initially resulted in a sodium value of 128 mmol/l and it repeated as 137 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
A review of alarm trace showed that it did not cover the day of the event, but there were multiple abnormal sample aspiration alarms observed, which can be an indicator of poor sample quality. Calibration was successful on the day of the event. The sample probe was ok and there were no noticeable abnormalities. The customer ran calibration, controls, and precision studies; all results were satisfactory. The field service engineer found that a mixer was faulty. The dilution vessel assembly was replaced. Ise checks were also performed and were satisfactory. The investigation determined that the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.